Event description:
It was reported that during the use of the device for a non-clinical activity, the system was booted up and an error message "system computer needs service" appeared. The user turned off the unit, waited a couple minutes, turned it back on, and received the same error message. There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.